Event description:
A physician reported that during a vitrectomy procedure an ophthalmic laser probe shaft did not insert because it was too thick. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaints were found and reviewed as part of this investigation. The probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar, and the laser probe was found to get stuck when being inserted into the trocar. A visual assessment under a microscope was performed and revealed adhesive on the cannula. The cannula outer diameter was measured to be 0.0212 inches and was thus found to be oversized, in comparison with the specification that allows a maximum of 0.0209 inches. The sample is unrelated to the customer¿s reported event, and the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).